Event description:
It was reported that the device needed to be restarted in the middle of the case.

Manufacturer narrative:
The return device was confirmed to be a 1288hd, camera control unit catalog # 1288010000, serial number (B)(4); the reported failure was not confirmed. No problem during visual inspection of the ccu. Free from dents, scratches, no dust from cover and chassis. No unusual markings. 1288 camera control unit (ccu) serial number (B)(4) was received and on analysis and testing of the unit we were not able to replicate the issue seen by the customer. The unit was left in burn-in, tested with different camera heads, monitors, and accessories at different locations and no deviations were noticed, the unit always displayed video output. The ccu was inspected and the unit passed all tests. Our investigation does not agree with the customer's complaint. Root cause: it is difficult to determine the root cause of the issue observed at the account since we are unable to duplicate the problem in-house. Possible root causes could be the camera head, the connections to other devices, or the devices used along the ccu. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence